Event description:
The customer stated that he tested his blood glucose and rec'd a reading of 13.8mg/dl. While troubleshooting, it was verified the meter was set in mmol/l. The customer did not allege any adverse events due to the mmol/l readings. He was able to reset the meter to mg/dl, and no product will be returned.